Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the physician reported that the patient exhibited mottling of both lower extremities, with the limbs noted to be cold and without detectable doppler signals. The patient was receiving high-dose catecholamine support. Subsequently, the patient was described as hemodynamically stable but remained in critical condition, with distal lower-extremity perfusion assessed as adequate.